Event description:
Int'l affiliate reported that the patient¿s catheter separated from the silicone tubing of a transfer set after dialysis therapy. No patient injury or medical intervention was reported.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA july 19, 2007.